Manufacturer narrative:
(B)(4). Date sent: 04/25/2025. D4: batch #917c23. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Unk. If yes, how was the device removed? Unk. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unk. Did the jaws eventually open? Unk. Details are unknown, but the patient was not affected and the device was removed by opening the jaws. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number c9dv2t, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 917c23, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the knife did not return after the lung parenchyma was cut and sutured. The stapling was no problem. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.